Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "the spiral coil keeps getting kinked." The patient desated below 95%. They were reported as fine after the in cident.

Manufacturer narrative:
(B)(4). Section d.4. - corrected to 'unknown'. The full UDI number is not available as complainant did not report a lot number. The customer returned one unit 5-12614 et tube, cuffed, spiral-flex 7.0 for investigation. The returned et tube was visually examined with and without magnification. Visual examination of the sample revealed that the tube was kinked throughout the length of the tube. The inner part of the tube was occluded due to the kink. It was evident that the returned sample would not pass a kink test based on the extent of the damage. No functional testing was performed on the returned sample. It was evident that the returned sample would not pass a kink test based on the extent of the damage observed. The customer did not provide a lot number; t herefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The IFU for this product states "if a reinforced tube is used orally, a bite block is recommended." The reported complaint of "tube kinked" was confirmed based upon the sample received. The damage observed on the et tube is consistent with damage that can be caused by pinching the tube with high force. It could not be determined what caused the tube to kink, but it could have been caused by the positioning of the patient and/or the patient biting the tube. Based on the type of damage observed, unintentional user error caused or contributed to this event. Corrected data: (B)(4).

Event description:
It was reported that: "the spiral coil keeps getting kinked." The patient desated below 95%. They were reported as fine after the incident.